Event description:
It was reported that an automatic threshold test was unsuccessful due to high threshold measurements for this left ventricular (lv) lead and resulted in the device pacing in suspension mode at a high output. The device was noted to be programmed to trend at 3.5 volts, and the lv threshold was measured at 4.0 volts. The presenting electrogram (egm) showed appropriate function. Technical services (ts) recommended in clinic review to assess lv outputs. Additional information was later received that this lv lead recorded out of range intrinsic amplitude measurements. Review of the presenting egm showed possible intermittent loss of capture (loc). Ts recommended assessment with a programmer to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.